Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. To resolve the reported issue the fsr replaced the gas delivery engine. The unit was tested and failed leak test, the fsr replaced the blue elbow and the flow control valve connector. The unit is now working to its manufacturing specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is showing error - pediatric and neonatal setting out of range. At this time, there is no information regarding patient involvement associated with the reported event.